Event description:
Reporter indicated that vns pt experienced some post-implant bradycardia which was resolved with adjustments to programmed parameters. It was reported that during the episodes, the pt's heart rate would drop to 50 bpm at times. It is not known whether these episodes occurred during device stimulation cycles.